Event description:
It was reported to covidien that a customer had a problem with the prep razors. The customer reports they are cutting themselves while removing the safety cover of the razor. Customer states that the arrows are in the wrong place. One clinician required stitches from this cut.

Manufacturer narrative:
Submit date: 9/8/2008. An investigation is currently underway. Upon completion, the results will be forwarded.